Event description:
After st jude 6 fr angio seal applied to right femoral artery, right leg cold and without pulses. Pt taken to surgery and plastic foriegn body (1cm x 2cm x 1cm) removed. Looks like device anchor in st jude info.